Event description:
It was reported to baxter that a flogard pump displayed failure code f-38. No patient involvement, injury or medical intervention was reported when this event was received. Additional information is not available.

Manufacturer narrative:
(B)(4). The reported problem of f-38 was confirmed during the sample evaluation. The cause of the reported problem was identified to be that the right force sensing resistor was damaged. To resolve the reported problem, the tube misloading sensor was replaced. If additional relevant information becomes available, a followup report will be submitted.